Event description:
It was reported that a person using the ilet experienced elevated blood glucose readings around 300 mg/dl for approximately three hours after a larger-than-usual meal announcement, following a recent supply change, with trend down to target range during the call; no alarms other than a high glucose alert were noted, and no hospitalization or medical intervention occurred. Symptoms included hyperglycemia. Outcomes included transient elevated glucose without long-term impact. Investigation included troubleshooting and education conducted remotely. Investigation of this case revealed no device malfunction and a cause that remained unclear, with meal-related factors considered. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.